Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty o2 cell. As a resolution, the fsr replaced the o2 cell and re-calibrated the blender solenoid. The unit passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator stopped ventilating while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.